Manufacturer narrative:
The complaint has been visually verified and the information provided regarding the procedure would suggest that the root cause was more than likely associated with the device reaching its end of useful life. However, due to the damage on the exposed shaft and black shrink tube the device could have potentially coming into contact with a metal object such as a cannula. Other factors that could cause this type of failure are mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
.

Event description:
It was reported that during a procedure using a super multivac 50 icw, the face of the device detached. It is unknown if the face fell off in the shoulder or if it was outside the patient. A diagnostic search was performed inside the joint and nothing was found. There were no patient complications reported as a result of this event.